Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: lower pole detachment. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation with a 300cc mentor memorygel breast implant (left) and a 350cc mentor memorygel breast implant (right) experienced bilateral lower pole detachment post procedure. During the surgery to correct this issue the right prosthesis was found to be ruptured and was replaced with another 350cc mentor memorygel breast implant. After capsulorrhaphy was performed on the left side, the same device was reinserted. The re-use of these devices is off label use. See 1645337-2020-05512 for contralateral prosthesis report.